Manufacturer narrative:
(B)(4): testing confirmed damage to the keypad and intermittent/nonresponsive buttons. Removed keypad cover to check condition of the button contacts and found corrosion present under the 'up', 'down' and 'ok' button contacts.

Event description:
There was no patient impact associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a damaged keypad and corrosion/contamination present under the button contacts. This report is made based on the results of an investigation completed on (B)(6) 2013.